Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition, including the bent cannula, could have contributed to the emergency room visit, patient's infusion site infection and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
While relocating to another country, the patient experienced alleged persistent hyperglycemia, with the sensor displaying only ¿high,¿ despite insulin correction attempts while wearing the pod on the leg for a reported duration of between 5 to 24 hours. The patient also reported rising blood ketone (acetone) levels, which allegedly increased from 1.2 to 1.8 and subsequently to 2.8. Associated symptoms allegedly included nausea, fatigue, muscle pain, dizziness, somnolence, and tiredness. The patient removed the pod due to lack of glycemic response and reported redness and small swelling at the insertion site. Upon pod removal, the cannula was reportedly found to be bent. The implicated pod was not retained and was therefore unavailable for evaluation. Prior to seeking medical attention, the patient applied a new pod and reported administering 12 units of insulin using the replacement pod. Due to continued symptoms and elevated ketone levels, the patient sought emergency medical care on (B)(6) 2026, during the early morning hours. At the emergency department, treatment reportedly consisted of intravenous normal saline and monitoring of blood glucose and ketone levels. The patient was discharged following an approximately 3.5-hour medical visit. No issues were reported or identified with the controller, which was referenced only in the context of system use during the relocation period. (Insulet reference numbers: (B)(6)).